Event description:
Reporter indicated that a vns pt was experiencing tachycardia and the vns was disabled. The tachycardia was from pain the pt was experiencing due to generator migration. The migration was due to the pt injuring himself during vigorous exercise. It is not known if the vns disabled to preclude a serious injury or for pt comfort. Current vns diagnostics tests are unk. Attempts for further info are in progress.